Event description:
It was reported that a pump would not deliver fluid during preventive maintenance testing. It was also reported that the pump will not charge the battery.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within spec. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Upstream occlusion and downstream occlusion tests were also performed per the sigma preventive maintenance procedure with the unit passing. The pump was also tested and was able to correctly charge a battery. The date of event is unknown.